Manufacturer narrative:
H10. Updated/additional information ¿ g1. G2. G4. H6. H7. H8. H9. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
D10: concomitants: 170-36-07 - biolox delta femoral head 36mm od, +7mm (B)(6), 180-01-56 - nv crown cup clstr hole 56mm group 3 (B)(6), 180-65-15 - alteon 6.5mm screw, 15mm (B)(6), 180-65-30 - alteon 6.5mm screw, 30mm (B)(6), 188-00-11 - wedge plasma s/o sz 11 (B)(6). Pending investigation.

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6)2017. Approximately 6 years and 1 month after the initial surgery the patient had a right hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: failed right total hip replacement with osteolytic defect posterior to femur there was a trochanteric bursitis. This was debrided. There was still more fluid in the joint. There was an adverse local tissue reaction with a lot of brown villonodular synovitis through the case. A complete synovectomy and debride the adverse tissue was done. There was an osteolytic cyst along the posterior femur then extended about 4 cm down the posterior shaft of the femur. A sterile bandage was applied.